Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Event description:
After implantation of the cardiomems sensor, the patient started to cough up blood following the procedure, with no active bleeding. The sensor was implanted successfully and accurate readings were obtained.